Manufacturer narrative:
A lamp was received, this is unrelated to the reported events. The sample will not be tested and the investigation remains the same. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there is a problem with the laser not working and a system message was displayed. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had a problem with the laser not working and a system message (sm) - "lamp louver failure: unable to move to home position. Left port will be disabled" displayed. The surgery was able to be completed with no patient impact. The company service representative examined the system, but did not indicate replicating the system message reported. The company service representative found no problem with the laser. The auxiliary illuminator was replaced to resolve the system message reported. Unrelated to the reported events, the pneumatic locking (male and female) connectors and the system fan kit, were replaced. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The laser module was found to meet specifications; therefore, the root cause of the reported event regarding the laser not working cannot be determined conclusively. The root cause of the reported event regarding the system message ¿lamp louver failure: unable to move to home position. Left port will be disabled" cannot be determined conclusively. (B)(4).